Event description:
I flow received a report stating, fast flow reported by pt at home. No adverse clinical effects were reported. Infusion finished in 16 hours instead of 23 hours. Fill volume 46 ml. Medication 5fu. Flow rate 2ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Sample eval: received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 46ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within spec.